Manufacturer narrative:
Concomitant medical products: 419488 lead and 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, and a lead fracture was suspected. The low voltage portion of the lead was removed and replaced. No patient complications have been reported as a result of this event.